Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove could not be confirmed based on the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. The guiding catheter was then retracted and kinked causing the reported difficulty to remove and subsequent stent dislodgement with the patient effect of additional therapy/non-surgical treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a heavily calcified right coronary artery (rca). A xience sierra stent delivery system (sds) was unable to cross the lesion due to anatomy. The guide catheter was to be removed and exchanged for a guideliner to aid in crossing. During guide catheter removal, the guide catheter kinked and xience sierra stent dislodged inside the guide catheter at the guide catheter's kinked location. A balloon catheter advanced past the sds and was inflated to capture the dislodged stent. All was removed as a single unit. Another xience sierra stent (3.0x38m) was successfully used in replacement. There were no adverse patient effects. No additional information was provided regarding this issue.